Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant procedure on (B)(6) 2018, the right ventricular lead was dislodged. The lead was repositioned on the same day. On (B)(6) 2018, the lead exhibited loss of capture and high threshold. The physician suspected possible continuation of a lead dislodgement. The lead was explanted and replaced with leadless pacemaker on (B)(6) 2018. No further information was available.